Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the protective sheet/gasket fell off the harmonic ace instrument. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
The harmonic ace instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was evaluated on an in-house system, passing recognition, engagement, and cut tests. Visual inspection found no damage and no product issues were identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse and recognition issues.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the midpoint of the pad. The missing material was returned with the instrument.

Event description:
Refer to h11 for follow-up information.